Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device stop working and the cutting blade would not turn. A different device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The removal of the remaining tissue was completed with a laparoscopic sample bag. (B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.